Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the deflectable videoscope had e216 and b30 scope communication errors. Based on the results of the investigation, the most likely cause was electrical/electronic component problem and is a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope had e216 and b30 scope communication errors. There was no patient involvement.